Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter transfer set. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as (B)(4).

Event description:
It was reported that a patient experienced peritonitis manifested by abdominal pain and cloudy effluent coincident with peritoneal dialysis therapy. The cause of the peritonitis event was due to poor fluid changing environment. On the same day as onset, the patient was hospitalized for the event. The patient was treated with cefazolin (1g, intraperitoneally, for seven days, frequency not reported) and fortum (1g, intraperitoneally, for seven days, frequency not reported) for peritonitis. On an unreported date, prescription was then was changed to tienam (1g, for two weeks, intraperitoneally, frequency not reported) and ciprofloxacin (200mg, intraperitoneally, for two weeks, frequency not reported) for peritonitis. After 21 days of hospitalization, the patient was discharged. At the time of this report, the patient was recovered from the event. Dianeal therapies were ongoing. No additional information is available. This is report 1 of 3.